Event description:
It was reported that the user¿s dexcom g7 sensor displayed glucose readings in the dexcom app but failed to pair with the ilet despite confirming and reentering the pairing code; subsequent attempts resulted in a persistent pairing state and eventual loss of readings on the dexcom app, after which a new g7 sensor was applied and readings resumed. Symptoms included no glucose data available on the ilet during the pairing failure. Outcomes included temporary interruption of cgm data to the ilet until sensor replacement restored readings. Investigation included guided troubleshooting to toggle pairing settings and reenter the g7 pairing code, serial follow-ups to assess data flow, and recommendation to replace the cgm sensor. Investigation of this case revealed a cgm pairing failure affecting communication to the ilet, with resolution achieved through sensor replacement, indicating the issue was isolated to the cgm-sensor pairing rather than the ilet pump. It was concluded, based on previously established findings for similar reports, that the cause was a sensor communication pairing failure resolved by replacing the cgm sensor.